Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to connect the pump to the mobile, which was rectified  after re-installation. Troubleshooting was performed. No harm requiring medical intervention was reported. As this is a software product, product return is not expected.

Manufacturer narrative:
Customer reports unable to pair pump with app, minimed mobile 1.3.2, galaxy note 10+, android 12. "An attempt to reproduce the reported event using minimed mobile app (software version 1.3.2) installed on samsung galaxy s20+ (android 12) with mmt-1880 770g pump (software ver. 5.2) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, d00780504, version b. After conducting a thorough investigation, it was found a couple of cases of undefined error in the application logs. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. User should clean data of bluetooth app: settings apps tap on ¿filter & sort¿ icon (located right after your apps ¿¿¿ label) enable ¿show system¿ switch, press ok find and tap on bluetooth app storage & cache clear storage 2. User should try to pair pump and phone in another location, with lower potential level of electromagnetic noise (including wi-fi & bluetooth networks amount nearby) the helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.